Event description:
It was later reported that their health care professional (hcp) shoved the catheter as far up to the brain as he could. The patient indicated that they have a catheter coming out of their spine. The patient indicated that ¿this thing needs to be taken out¿. At the time of report the pump was indicated as being used to infuse morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8590-1, lot# n225620, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient would be having the pump explanted. The patient noted that the reason for the pump removal was that the catheter came out of the spine and she lost a lot of weight which all started over a year prior. It was noted that every time the patient bends down she can feel the catheter come out more. The patient¿s hcp shoved the catheter ¿89 cm/ 4 inches¿ inside of brain from the spine. The pump was used to infuse morphine and marcaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.